Event description:
It was reported that during an implant procedure the patient had a cardiac arrest and according to the physician there was no indication that the procedure itself was the cause of cardiac arrest. The procedure was aborted and the patient was doing well. The product used during the procedure will not be return.